Event description:
Repair request initiated for device with the report of detachment of component. No patient impact reported. Repair is being escalated to product event due to reason for the return.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: aa15, serial/lot#: (B)(6), UDI#: (B)(4), product analysis for product ID: 1847b06ldm, no conclusion can be drawn. Device evaluation anticipated, but not yet begun. Product ID: aa15, serial/lot#: (B)(6): evaluation determined that detached bearing internal tube. The likely cause of failure is corrosion. It was also noted broken tool stuck in attachment, and several parts inside are corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:product analysis :it was noted the broken tool was stuck in the attachment, and several parts inside are corroded. Service and repair confirmed that the tool was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of detachment of component. No patient impact reported. Repair is being escalated to product event due to tool broke was stuck in attachment.

Manufacturer narrative:
H3: product analysis: evaluation determined that the tool was broken. The likely cause of failur is identified as the tool was used in an attachment with failed bearings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.